Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and hard drive were evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The field engineer responded the hard drive failed which caused the system to not boot up. All pt data was lost. There is no report of death or serious injury associated with the complaint.